Manufacturer narrative:
The pod was found to function as intended without causing any failure to deliver insulin. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The pod was received with the needle mechanism assembly deployed, and the formed needle/hard cannula protruded past the bottom housing. After opening the top housing of the pod, the formed needle was found not seated in the slide retract. Slide retract was also found damaged where the formed needle was seated. These findings indicated the formed needle was incorrectly installed during manufacturing process, that caused damage to slide retract and the needle to protrude out when deployed, leading to the needle mechanism failure to not fully retract the needle after deployed. But it did not cause any damage to fluid path components and did not affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.